Event description:
A review of service data has detected a reportable event. Upon servicing, charger/modem sn (B)(4) would not properly charge a battery. The last patient to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon evaluation, the battery board inside the charger/modem was contaminated. The cause of the inability to properly charge a battery is contamination. The root cause of the contamination cannot be positively identified but is likely liquid ingress. No adverse event resulted from the defective charger/modem. The last patient to use this charger/modem did not report any deficiencies.